Event description:
Received maude report (B) (4). Event date: (B) (6)-2010; (B) (4); event report type: injury; adverse event: y; problem: y; event outcome: other serious (important medical events); reporter occupation: risk manager; device operator: health professional; product code: tube-tracheostomy and tube cuff (B) (4); exp date: 01-jan-2015; event description: volun 05-may-2010: on (B) (6) 2010, our respiratory therapy dept checked on the pt who was trached, reviewed the ventilator settings, and noticed a severe leak in the trach balloon. The trach balloon was noticed to not be inflated and leaking air from the trach site. Device evaluated by MFR: no; brand: shiley tracheostomy tube; device type: disposable cannula low pressure cuffed tracheostomy; lot: 1001001506. No user facility report number provided.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made without the device.